Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Kit lots 425827 and 406171 were confirmed to have been released within specification. A review of calibration data for kit lot 425827 showed calibration signals slightly lower than the quality control release data but still within acceptable ranges. No additional complaints were reported for this lot. Sample material and quality control results were not provided, which limited the investigation.

Event description:
The initial reporter alleged discrepant reactive results for three patient samples tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module. The discrepancy was observed in three out of 200 determinations. Polymerase chain reaction (pcr) testing for the three samples was negative.